Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: attempted to update the software - got an error update failed.